Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter and a torque device. The balloon was loosely folded. The tip, hub, inner shaft, outer shaft, and balloon were microscopically inspected. Inspection revealed inner shaft damage (buckling) inside the hub for a length of 13mm. The inner diameter (ID) of the inner shaft was measured at the distal and proximal ends with a calibrated pin gauge set; the ID was .014", which is within specification. The guide wire used in the procedure was not returned for analysis, so a kinetix .04¿ guide wire was used for functional testing. The kinetix was loaded into the tip of the apex device and smoothly advanced until reaching the distal edge of the hub. When the wire reached the end of the hub, it stopped advancing (due to the damage to the inner shaft). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that after the balloon catheter locked up on the wire, the devices were removed together from the patient's body. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that catheter entrapment occurred. A 2.00mmx12mm apex balloon catheter was advanced to the lesion. However, it appears that the device became locked up on a guide wire. The procedure was completed with a different device. No patient complications were reported.